Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. Reportedly, the customer continued to use the pump for insulin therapy and had manual injection supplies available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.